Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a right shoulder stabilization, when the surgeon was trying to pass the accupass through the labral tissue, the tip of the accupass bent upwards blunting the end, when it was being removed from the joint, the shaft broke away from the handle. Surgeon then attempted to use a firstpass mini, then a firstpass standard and at the end doctor required to use a champion passer (stryker). It is unknown if there was a delay in the procedure, no further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: one 7210424 accupass 45 degree suture shuttle used for treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. IFU confirms recommendations and precautionary statements for proper use of product. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use (IFU). Influences that could compromise product integrity include: 1) rolling the monofilament advancement roller wheels back forth. 2) inadvertent twisting or bending of the product. 3) entanglement with guide wire or other instrument. 4) inadvertent use of excess torque or force. 5) incompatible monofilament size for specific shuttle. 6) inadvertent reuse of a single use device. Per IFU: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. As with any surgical instrument, careful attention should be exercised to assure that excessive force is not placed on the instrument. Excessive forces can result in failure of the instrument.¿ rolling the wheels forward and backward may initiate tangling or wrapping of the monofilament around the wheels. The roller wheels perform best with continuous movement in the same direction. Please note: monofilament advances with rotation of wheels in a backward direction toward the user. Keeping light tension on the tail of the filament helps the roller feed smoothly. Please note: monofilament advances with rotation of wheels in a backward direction toward the user. Keeping light tension on the tail of the filament helps the roller feed smoothly. Complaint history review indicated a similar allegation for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No additional actions required at this time. Should objective evidence become available, the complaint may be revisited.